Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated a nurse received a needle stick. According to report, during the patient injection, the nurse sustained a needle stick. No incident or treatment details provided.